Manufacturer narrative:
(B)(4). Concomitant medical products: 163665, 28mm dia cocr mod hd +9mm nk, 736160, us157850, m2a-magnum pf cup 50odx44id, 529290. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09293 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approx. 3 months post implantation due to dislocation which was trapped between the anterior capsule and the cup in the region of her femoral nerve. Head, bearing and shell were revised. The cup was revised since there was no locking ring. During revision, soft tissue disruption was noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of operative notes. Revision op notes dated were reviewed and identified patient's hip dislocation trapped over anterior column and entrapped in tissue in the region of her femoral nerve. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.